Event description:
The hcp reported that the patient had a tuna procedure in march 2004. The tuna procedure was conducted successfully with no complications. The patient subsequently developed bladder stones. During cystoscopy for the bladder stones, a small piece of what was believed to be insulation sheath from the tuna cartridge was noted and removed. There were no complications as a result of the removal and the material was returned for evaluation.